Manufacturer narrative:
Patient data was received on (B)(4) 2014 (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using lot 31203m500. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 31203m500, was identified.

Event description:
The customer observed falsely elevated ca19-9 results for 7 patients while using the architect ca19-9xr assay. The customer provided the following results (u/ml): patient 1: initial 57.7; retest 68, retest with different lot 36.5. Patient 2: initial 65.1; retest 69, retest with different lot 20.9. Patient 3: initial 70.8; retest 91, retest with different lot 38.8. Patient 4: initial 42.32; retest with different lot 13.63. Patient 5: initial 42.73; retest with different lot 27.4. Patient 6: initial 42.14; retest with different lot 7.58. Patient 7: initial 41.63; retest with different lot 5.87. There was no adverse impact to patient management reported.